Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had primary operation tha (B)(6) 2016 . On (B)(6) 2018, patient had a exchange of polyethylene and head due to frequent dislocation. The polyethylene inserter seems to be discolored to yellow, and the sliding surface is elliptical due to abrasion.